Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing the internal leakage test during pre-use check. Our service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. The pcb was not returned but images of logs on the ventilator were sent back for investigation. The returned images verified internal leakage test fail and that pre-use checks have failed since 08/23/2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was sent back, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).